Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to activate the neurostimulator. The pt was unable to recharge the neurostimulator. There was an antenna error message present on the programmer. The pt experienced an increase in headaches. The device was recharged. A new neurostimulator was implanted. It was stated that the issue resolved without sequelae. No further details, pt symptoms or outcome were provided. Additional information was requested, but not available at the time of this report. A f/u report will be filed if additional information becomes available.